Event description:
It was stated that the customer passed away due to kidney failure and diabetes. The insulin pump was not on the customer's body when he was found. The insulin pump has been reported stolen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.